Manufacturer narrative:
Further information was requested but not received. The device was tested on the bench, and no anomalies were found.

Event description:
It was reported that the patient developed an infection and the pacemaker system was removed. Related manufacturer reference number: 2017865-2020-14443, 2017865-2020-14444.